Manufacturer narrative:
It as reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, neuromuscular problems and vaginal scarring. It was reported that the patient underwent transvaginal tape repair due to mesh erosion and failure of mesh on 05/19/2006 and anterior vaginal wall dissection with removal of synthetic mesh sling, synthetic mesh transobturator tape and cystoscopy due to non-healing wound, significant wall erosion of synthetic mesh sling and failure of synthetic mesh on (B)(6) 2006. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent suburethral sling with autologous rectus fascia on (B)(6) 2006 due to persistent urodynamic stress incontinence. No additional information was provided. (B)(4).